Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient's percutaneous leads were going to be replaced with a paddle lead to improve stimulation coverage. It was noted that the implantable neurostimulator voltage was at 2.82 volts. Four days later, it was reported that the patient's leads had not provided the relief she desired, so her physician elected to remove those leads and implant a surgical lead. It was noted that the patient was receiving good stimulation to the legs and back post-operatively. The next day, it was reported that the explanted leads were functioning leads, but the patient wanted more desirable coverage.